Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter contains foreign matter. No serious injury or medical intervention was reported

Manufacturer narrative:
It was not possible to perform a device history record analysis, since the claimed batch is unknown. It was not possible to perform quality notification (qn) or non-conformity report records analysis since the claimed batch is unknown. It was not analyze possible to perform corrective maintenance history since the claimed batch is unknown. The analysis of the fmea, dfpr011-0, version 10, was not performed since the defect was unable to be confirmed due to lack of enough information to find the root cause of the claimed defect. No samples or photos are available for analysis. Not confirmed: the bd was unable to confirm the complaint. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that bd angiocath IV catheter contains foreign matter. No serious injury or medical intervention was reported.